Event description:
On (B)(6) 2021 a patient underwent a three-level lumbar fusion. On (B)(6) 2022 the patient underwent a removal and revision surgery due to progression of the underlying disease. A partial removal of the genesys spine hardware was performed in order for the surgeon to extend the construct to treat the adjacent level. It was reported that there were no issues with the genesys spine devices, there were no signs of infection, and the implants were removed intact. The genesys spine hardware is not believed to have contributed to the progression of the underlying disease.